Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2005 - the pt was implanted with a bard flat mesh during an unk pelvic procedure. The attorney's report alleges alleged pain, injury, "paint and suffering", disability, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. We have contacted the initial reporter to request additional info and to request return of the device for evaluation. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.